Manufacturer narrative:
Please note that the following section was incorrectly reported on the follow-up #01 MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2019-00702. Results: the pet lock was intact at the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was fractured approximately 30.0 cm from the proximal end. Bends and kinks were present along the pusher assembly approximately 20.0 cm, 28.0 cm, 32.0 cm, 45.0 cm, 55.0 cm, 66.0 cm, 79.0 cm, 97.0 cm, 110.0 cm and 124.0 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was undamaged and detached from the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned smart coil confirmed kinked pusher assembly. If the device is forcefully advanced against resistance, the pusher assembly may become kinked. Further evaluation revealed the pusher assembly was also fractured and the embolization coil was detached. The fracture was not identified in the reported complaint. Therefore, this damage was likely incidental and may have occurred post-procedure or during packaging. If the pusher assembly becomes fractured, the pull wire may become retracted from the ddt causing the proximal constraint sphere to release from the pusher assembly, detaching the coil. The non-penumbra microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the initial resistance experienced during the procedure could not be determined. Further evaluation revealed additional bends and kinks along the pusher assembly. These damages were also likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Results: the pet lock was intact at the proximal end of the penumbra smart coil (smart coil) pusher assembly. The pusher assembly was fractured approximately 30.0 cm from the proximal end. Bends and kinks were present along the pusher assembly approximately 20.0 cm, 28.0 cm, 32.0 cm, 45.0 cm, 55.0 cm, 66.0 cm, 79.0 cm, 97.0 cm, 110.0 cm and 124.0 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was undamaged and detached from the pusher assembly distal detachment tip (ddt). Conclusions: evaluation of the returned smart coil confirmed a fractured pusher assembly and revealed a detached embolization coil. If the device is forcefully mishandled while advancing against resistance, the pusher assembly may become fractured. If the pusher assembly is fractured, the pull wire may become retracted causing the proximal constraint sphere to detach from the pusher assembly ddt. The non-penumbra microcatheter was not returned for evaluation; therefore, the root cause of the initial resistance experienced during the procedure could not be determined. Further evaluation revealed bends and kinks along the pusher assembly. These damages were likely incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right ophthalmic artery using penumbra smart coils (smart coils). During the procedure, after advancing the smart coil approximately 10 centimeters into a non-penumbra microcatheter, the physician experienced resistance and, consequently, the pusher assembly became kinked. Therefore, the smart coil was removed. The procedure was completed using a new smart coil with the same microcatheter. There was no report of an adverse effect to the patient.